Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the subclavian artery was stabbed while trying to sheath the vein. This lead to intra thoracic hemorrhaging and death due to hypovolemic shock. The leads and introducers were removed as a result.